Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. The five instruments were received partially applied. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. All the clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating on each instrument. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, at the first step of procedure after squeezing the handle, the legs of the clip itself was not able to close. Surgeon opened a new one to complete the case the case. No patient injury.